Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a plasma donation, the phlebotomist preformed phlebotomy on a donor. The phlebotomist hit the vein and bled the needle line all the way to the end prior to connecting the needle to the separation set. The hemostats were removed from the needle line and the separation set. When the hemostats were removed the blood immediately shot back up into the donor's arm along with air. The donor felt immediate pain in his shoulder. The procedure was not started on the machine, and the cuff was on. After removing the needle from the donor's arm, it was noticed that one side of the separation set had no fluid from the fluid prime like it normally does. There were zero alarms during the fluid prime indicating that anything was wrong. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. This report was filed beyond the 30-day timeframe due to an internal processing error. A non-conformance has been initiated to address the issue. The run data file (rdf) was analyzed for this event. After loading the separation set, the phlebotomist mistakenly clamped the end of the separation set near the donor needle connector. The separation set was clamped prior to fluid prime, which prevented the device from performing fluid prime as expected. When the donor was connected, the separation set was unclamped which released pressure from the separation set and pushed air back to the donor. The donor felt some pain in his arm and upper chest area but did not have any further symptoms. The operator ended the run after this event.the log analysis supports this sequence of events reported by the center. This is the only reported instance of any unexpected donation event on this device. The device was inspected for functionality and passed all functional checkouts. The device was returned to service and has not had any related issues since returning to service. Complaints data for rika separation set lot number 2508063161 was reviewed. There is only one other air to donor related complaint (see MDR 1722028-2026-00015) for this lot of separation sets. The complaint is from the same center for the issue described in the center history section above. Both complaints were caused by a procedural error from the phlebotomist, not by defects from the separation sets. The evaluation of the pictures shows a used separation set with priming fluid and droplets of ac fluid in both ac and donor line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a plasma donation, the phlebotomist preformed phlebotomy on a donor. The phlebotomist hit the vein and bled the needle line all the way to the end prior to connecting the needle to the separation set. The hemostats were removed from the needle line and the separation set. When the hemostats were removed the blood immediately shot back up into the donor's arm along with air. The donor felt immediate pain in his shoulder. The procedure was not started on the machine, and the cuff was on. After removing the needle from the donor's arm, it was noticed that one side of the separation set had no fluid from the fluid prime like it normally does. There were zero alarms during the fluid prime indicating that anything was wrong. Full donor identifier: (B)(6) per follow up with the customer, the donor was still feeling well. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information a.1, a.2, a.3a, a.4, b.5, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. This report was filed beyond the 30-day timeframe due to an internal processing error. A non-conformance has been initiated to address the issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a plasma donation, the phlebotomist preformed phlebotomy on a donor. The phlebotomist hit the vein and bled the needle line all the way to the end prior to connecting the needle to the separation set. The hemostats were removed from the needle line and the separation set. When the hemostats were removed the blood immediately shot back up into the donor's arm along with air. The donor felt immediate pain in his shoulder. The procedure was not started on the machine, and the cuff was on. After removing the needle from the donor's arm, it was noticed that one side of the separation set had no fluid from the fluid prime like it normally does. There were zero alarms during the fluid prime indicating that anything was wrong. Full donor identifier: (B)(6) per follow up with the customer, the donor was still feeling well. The collection set is not available for return because it was discarded by the customer.